Event description:
The patient ((B)(6)) received an scs system, including a percutaneous lead, on (B)(6) 2010. It was reported the lead was revised due to a loss of stimulation and lead migration. During the revision, intraoperative testing of the lead found that all but three contacts measure invalid impedances. The physician explanted the lead, at which time he noticed a visible fracture. As a result, the lead was replaced. The explanted lead was returned to the manufacturer for analysis. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results - a review of the DHR found a nonconformance related to the product; however, the identified nonconformance did not affect product integrity or product functionality. The device was, therefore, approved for use. The DHR anomaly is not related to the alleged complaint. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Evaluation summary: as received, the lead segment is damaged with broken wires approximately 28cm away from the stimulation end. The broken wires are likely the cause of the patient's sudden loss of stimulation. Unfortunately, no functional testing was performed due to broken wires. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.